Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a bso.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that post insertion the pain experienced pain, erosion, extrusion, vaginal scarring and urinary problems. It was reported that the patient underwent mesh revision due to extrusion on (B)(6) 2008. (B)(4).

Manufacturer narrative:
Date sent to FDA: (07/26/2016).

Manufacturer narrative:
.

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation, (B)(4) - discomfort additional narrative: it was reported that following insertion the patient experienced burning sensation and discomfort.